Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. It was also reported that the customer went to the emergency room (ER) with a blood glucose level of 549 mg/dl, due the customer removing the cartridge during pumping. Customer was educated by tandem technical support to not remove the cartridge during pumping. Customer attempted to addresss their bg with a manual injection, however was treated intravenously with fluids of saline and insulin. System check confirmed the pump was functioning as intended.